Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion set, but occlusion recurred. Customer declined tandem system support follow up, so root cause could not be determined. Customer's blood glucose was 300 mg/dl.